Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suture cut needle driver instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. Visual inspection was performed, and no grip misalignment was observed. The inputs were manually articulated and the grip tips moved accordingly. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The root cause is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the 8mm large suture cut needle driver instrument had non-intuitive motion. The procedure was completing as planned with no reported injury.